Event description:
It was reported that an automated peritoneal dialysis set was leaking during initial drain on a homechoice (hc) machine. The technical service representative (tsr) assisted the home patient (hp) to end therapy and advised the hp to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). During visual inspection no issues were found. Leak testing, clear-passage testing and clamp function testing were performed with no issues noted. The returned sample was run on the homechoice machine successfully. The reported problem was not confirmed, therefore a root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.